Event description:
A report was received that the pt would undergo a lead revision for lead migration. During the revision, the physician discovered that the lead had been stripped, and did not believe it had occurred during the procedure. The lead was replaced and the pt was reportedly doing fine.